Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had not showing patient. The technical support specialist (tss) stopped the datasync and maintenance services. Decrypted the database and attempted a backup, which failed due to space errors. Found the database corrupted and applied knowledge article ¿how-to ¿ recover / repair a corrupted dsclientoltp database¿ for repair, but it failed as the database exceeded 10gb. Tried shrinking the database, which also failed. After consulting the sme, dropped the database, repaired the med app, and performed a full sync. The station is now up and running. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es workstation showing it was connected to the network at the machine, but patients were not showing up, and it shows disconnected in the bd application healthsight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter e-mail: (B)(6). E.1 initial reporter facility:(B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es workstation showing it was connected to the network at the machine, but patients were not showing up, and it shows disconnected in the bd application healthsight viewer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.